Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, non-sustained oversensing due to post-paced t-wave oversensing was observed on stored egm. The oversensing was not reproducible in real-time. Patient notifier for non-sustained oversensing was turned on. Programming changes were suggested. Physician will follow-up with the patient. Patient's condition was good.